Manufacturer narrative:
(B)(4). The pump was returned for cosmetic damage located alongside the battery compartment found on (B)(6) 2021. Insulin pump was received with a scratched case. Insulin pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Insulin pump failed to open the download window as per by-pass steps and displayed critical pump error (open book image) alarm immediately preventing download of firmware using crest and or history files and traces using thus. Per r&d engineer, this could happen if the hw test failed in the mutable bootloader (intern). Suspecting the hw. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿ force sensor zero offset within specification (21.6 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a pillowing keypad overlay. Cosmetic damage alongside the battery compartment was not confirmed. However, other cosmetic damage was noted. Critical pump error (open book image) alarm was confirmed. Per r&d engineer, critical pump error (open book image) alarm, suspecting the hw. Unable to download firmware, history files and traces confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated insulin pump had crack alongside of battery compartment. No harm requiring medical intervention was reported. The device was returned for analysis.